Event description:
The pt was implanted with a spectrum contour post-operatively adjustable mammary prosthesis on 12/13/1996. Subsequently, the pt experienced capsular contracture, infection, pain and swelling. The device was removed on 12/4/1998.